Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the fiber was broken in two pieces. The fiber tip was slightly degraded. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. The fiber could have been damaged or kinked during setup and fully break once laser energy is applied resulting in energy escaping the fiber body which could cause the burn of the user. The reported patient symptoms are a known risk associated with these devices as indicated in the instructions for use.

Event description:
It was reported that the fiber worked for some time during the ureteroscopy procedure but then failed and burned the physician's middle finger. The procedure was completed with a basket. There were no patient complications.

Event description:
It was reported that the fiber worked for some time during the ureteroscopy procedure but then failed and burned the physician's middle finger. The procedure was completed with a basket. There were no patient complications.